Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. The patient was not hospitalized for the event. The patient was treated with vancomycin injection (2gm, discontinued route and frequency not reported) and tobramycin injection (40mg, discontinued, route and frequency not reported) for peritonitis. The patient was recovered from the peritonitis event. Pd therapy was ongoing. No additional information is available.